Event description:
Pt with endometriosis and severe pain. Or: loa, ut to bladder, cautery of endo post cds, and cds, l sidewall, placement of intergel. Nine days later some pain, lo-estrin 1/20-21d. The next month: us-, patch, 3m.2 month later: pc to let know intergel recalled. 3 months later pc: pain, to office for appt. The next day: severe pain, start celebrex, t/c surgery or dl. 1 week later: start dl, stop oe for 3 weeks, then stop oe and start aygestin, celebrex 100 bid. 3 months later: severe fatigue, persistence of some pain, normal tsh decreased appetite, continue, 3m.